Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings the test strips involved in this case has failed testing due to the returned test strips being discolored yellow. At this time the company consider this matter closed.